Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The customer reported that during an oophorocystectomy, the device closed on tissue and could not be re-opened. The device had reportedly been cleaned frequently and a normal amount of tissue had been grasped. The surgeon resected the tissue directly adjacent to the device in order to remove it from the tissue. A new device was opened to complete the procedure. There was no harm to the patient.